Event description:
Boston scientific (bsc) crm received info that this bsc sales rep (sr) called technical services (ts) reporting that the right ventricular (rv) lead dislodged twice after two procedures. The physician was concerned that if loose myocardium tissue was stuck to the lead tip, that would prevent reliable interface with the myocardium. The lead was explanted and replaced with a new rv lead.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.